Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. An additional issue with the unit, which had an old software version of 3.00 that was recommended for an update to version 3.10, was identified during the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the prongs on the video card pins were bent upward on the video system center, which would not allow the image to be processed and displayed on screen. The image and scope connections were affected. The issue was reported before cases started; there were no patients or staff involved and no delays. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the bent video connector pin(s) could not be identified. Olympus will continue to monitor field performance for this device.